Event description:
It was reported the gastrointestinal videoscope had a stain inside the objective lens. The issue was found during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was graininess in the image. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the graininess in the image was cause traced to component failure and for stain inside objective lens and black speck-like spots confirmed in the lower left of image was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.